Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case was cracked and chipped by the front left and right bottom corners. Visible contamination by the tube holder, between cases and on the bottom case. Counterfeit super cap found in main board. Customer?s reported issue was duplicated during syringe test. Barrel clamp assembly. Contamination found on barrel clamp assembly and discolored barrel clamp rod. The root cause of the reported issues was determined to have been caused by the customer by fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced barrel clamp guide, barrel clamp rod and barrel clamp spring as preventive measure. Replaced main board due to counterfeit super cap on main board. Performed power up process and device passed all the test. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that device does not recognize the proper syringe sizes and will not calibrate. No patient injury reported.